Manufacturer narrative:
It was learned via the patient registry that a patient with a 27mm 3000tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of nine (9) years due to unknown reasons. The tavr procedure was performed with a 26mm 9750tfx transcatheter valve.

Event description:
It was learned via the patient registry that a patient with a 27mm 3000tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of nine (9) years due to unknown reasons. The tavr procedure was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.